Event description:
The patient is male and (B)(6) years old, had acom with size 8 x 10mm. The mc had arrived at lesion smoothly. The surgeon felt difficult to advance coil. It was noted the coil stretched when removed. The surgeon changed new coil to complete the procedure. There was no report on patient injury. The same microcatheter was used with the next device, and the a guidewire was used to exchange the microcatheter to maintain target site. A constant and dedicated saline source was used at all times. After the event, no damages were noticed on the devices (kink, bend, stretched, fracture, separate, etc.), and the coil remained attached to the delivery system.

Manufacturer narrative:
(B)(4). The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Product was received for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The patient is male and (B)(6), had acom with size 8 x 10mm. The mc had arrived at lesion smoothly. The surgeon felt difficult to advance coil. It was noted the coil stretched when removed. The surgeon changed new coil to complete the procedure. There was no report on patient injury. The same microcatheter was used with the next device, and a guidewire was used to exchange the microcatheter to maintain target site. A constant and dedicated saline source was used at all times. After the event, no damages were noticed on the devices (kink, bend, stretched, fracture, separate, etc.), and the coil remained attached to the delivery system. A non-sterile orbit helical fill 2x8 and the prowler select lp both were received inside of a plastic bag. No damages were noted on the hub. The hypotube was inspected and it was found kinked. The introducer was received un-zipped and it was found without damage. The support coil and gripper were received outside of the introducer and them were found without damage while the head piece of the embolic coil was found attached to the gripper while the rest of the embolic coil was received in the distal end tip and it was found stretched. The microcatheter was inspected and no damages were noted. The gripper and the head piece of the embolic coil were inspected under microscope; the gripper was found without damage while the rest of the embolic coil was found stretched. The od from the delivery tube was measured and was found within specification according to document (B)(4). The ID of the microcatheter was measured and was found within specification according to document (B)(4). The functional test could not be performed due to embolic coil condition was received broken and stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as ¿detachable coil delivery system (dcs)- resistance/friction-during withdrawal¿ could not be evaluated due to embolic coil stretched condition. The failure reported by the costumer as ¿ coil - unraveled/stretched-in microcatheter¿ was confirmed visual analysis. The condition of the embolic coil was apparently caused by applying excessive force on it but it could not be conclusively determined. However these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time.